Event description:
Event description guidant received information that the patient with this pacemaker, woke up every night with symptoms of shortness of breath and generally not feeling well, since the three month old device was implanted. According to the caller, her mother was pacemaker dependent and never was checked with a programmer, only by means of transtelephonic monitor (ttm), despite being hospitalized with symptoms. Subsequently, the patient passed away due to congestive heart failure (chf). The caller was convinced that the pacemaker contributed to her mother's death or at the very least, was not programmed correctly. Prior to the patient's death, it was noted that her intrinsic rate was 100bpm. The device remains implanted in the patient at this time.